Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat act celite where a pts results was yielding >1000 seconds in the cvor where therapeutic range is around 350 seconds. Rechecked results on another analyzer and the result was >1000 seconds. When repeated on another lot the result obtained was 350 seconds. Based on the info available at the time, there were no injuries associated with this event. Pt medications: dronedaone, diltiazem hcl, omeprazole, warfarin na, 7.5 mg, potassium chloride, triamterene-hydrochlorothiazide, fish oil omega-3 fatty acids, calcium carbonate/vit b3.